Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit and found that the fiber optic pcb was failing. During the fiber optic test, direct signal and pressure loop back tracing faded to zero. The fse replaced the fiber optic assembly then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that the zero pressure button in the cs300 intra-aortic balloon pump (iabp) was not working. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.